Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that the tibia knee was revised due to unstable tibia component due to fracture.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability due to previous periprosthetic fracture involving a triathlon baseplate was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the tibia knee was revised due to unstable tibia component due to fracture.